Event description:
During a robotic procedure, I saw smoke coming from the robot tower. On further inspection, we noticed smoke was coming specifically from the light cable adaptor. It was smoking as well as melting. I notified surgeon immediately and turned off the lightsource. With a towel I disconnected the light adaptor from the light source. Pt was not affected by this event.